Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: sesr01 implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that this implantable pacing lead exhibited high impedance >9,999 ohms. Electrocardiogram revealed the patient had bradycardia with a heart rate of 45 beats per minute. The patient was pacemaker dependent and complained of dizziness. Loss of capture was observed with maximum output. X-ray confirmed a lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.